Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair, the hemicanula was introduced through the medial portal of the knee and the fast fix device previously loaded at 18mm was slid, the first peek was deployed (t1). The meniscus was punctured and the second peek (t2) was deployed but it did not lower correctly, it was tried again and this time it deployed but when the thread was pulled to slide the knot the second peek came out. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).